Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet, with sensor data resuming shortly thereafter; this was characterized as a transient communication issue between the ilet and the cgm transmitter, and education and troubleshooting were provided. No adverse clinical symptoms reported. Outcomes included no health impact or medical intervention. User support included customer interview and real-time troubleshooting focused on cgm-to-pump communication and system performance. Investigation of this case revealed a brief signal disruption limited to the ilet interface with the dexcom g7, with device function restored and no device component damage noted. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication interference not reproduced after resolution.